Event description:
Caller indicated the relion confirm meter was giving variable readings. Variance of 85%, readings 584 and 88 within 1 min. Seems to be doing everything correctly except squeezing finger. Squeezes finger, uses alcohol swabs but says its dry. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter lcd cover is scratched and the up button does not register, however these defects did not affect product performance. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.